Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that there was difficulty with the collets coming off of the ascenda catheter at the proximal segment. The physician requested a new collet. An 8784 was opened and used. There were no patient symptoms associated with this event. The device system was used to deliver morphine. It was later reported that the collet fell off the catheter. It was later reported that there was no pump issue. It was unknown why the collet had an issue.